Event description:
Customer stated she keeps waking up to blood glucose over 600 mg/dl. Every time customer attempts to prime the device alarms no delivery. Current blood glucose was 282 mg/dl, treated with manual injections. Tubing was not bent or kinked. Customer has tried all remedies. Customer stated she was pregnant. Customer was advised to try other infusion set and monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.